Manufacturer narrative:
The impella device was not received from the customer. The cause of the embolism issue was use related because the device inserted prior completing priming and air delivered to ventricle. Air aspirated manually through pigtail in lv until clear on tee. Complaint device not returned for investigation.

Event description:
The user facility reported a 74-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that the device was inserted prior to the purge fluid primed. Air was noted on tee (transesophageal echocardiography¿). Air aspirated manually through pigtail in lv (left ventricle¿) until it cleared on tee.